Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the tabletop illuminator did not work and the footswitch button was stuck. The timing of the event and patient impact are not known at this time.

Manufacturer narrative:
System: the system was examined and the reported event was confirmed. The illuminator was subsequently replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 21, 2008. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming illuminator. However, how or when it became nonconforming cannot be determined conclusively. Footswitch: the footswitch was examined and the reported event was confirmed. The footswitch was subsequently replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The footswitch was manufactured on july 11, 2011. Based on qa assessment, the product met specifications at the time of release. Although the reported event was confirmed, the root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).